Manufacturer narrative:
The customer indicated at the time of the initial report that the network was back up and functional. The remote service engineer (rse) called back the customer about " network outage". The provided phone number was incorrect; however, an email was sent to the customer requesting a call back. No response from customer has been received. Based on the information available, the problem could not be confirmed, and the cause of the reported problem is unknown.

Event description:
It was reported that there is a network outage and half of the patient cannot be seen. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.